Manufacturer narrative:
Unknown manufacturer: (B)(4). Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: five photos were provided for evaluation. They show a needle with discoloration at the needle tip. The needles have been processed by the customer in their tumbling, cleaning, forming, etc. Based on the photos provided the symptom reported by the customer is confirmed; however, the source of the symptom is unknown. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: lot# is unknown . A device history review could not be completed as no batch number was provided. Based on the investigation and with photos -sample analysis the symptom reported by the customer is confirmed. However, the source of the symptom is unknown. Root cause description: potential root cause could not be offered; the photos show needles that have gone through the customer processing. Rationale: CAPA not required at this time. A review of the applicable fmea/eura (peuara/rm10000365825 rev 1) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that an unspecified number of an unspecified bd 30 ga needle experienced needle cannula discoloration which was noted prior to use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Complaint 2 of 2: this complaint is for the 30g needle. During a meeting with the distributor team today they reported issues were discovered today (date of event (B)(6) 2020) with cannula during process inspection (before use). Lot # 9130965 ¿ discovered 12 out of 4000 cannula with discoloration and burn marks found on the inside and outside of the cannula as well as "pitting". It was also noted that discoloration found with "30 g needles" (product/lot unknown at this time).